Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed on the atrial lead. Provocative testing was performed and noise was not reproduced. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.